Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 471 mg/dl. The customer was treated with pump and manual correction. Customer was admitted to the hospital as a result of high blood glucose on (B)(6) 2016. Customer's blood glucose at time of admission was unknown. Customer cause of hospitalization was bad site. Customer will be discharge once they get his blood sugar down. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer's mother was assisted with manual bolus.